Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes there was an issue with the shield being dirty.

Event description:
It was reported with the use of the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes there was an issue with the shield being dirty.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for printing defect and foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and printing defect and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for printing defect and foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and printing defect and foreign matter was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.